Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to faulty fsr (gold). Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to motor error alarm. However, device passed rewind test and displacement test. Motor passed motor test.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer's blood glucose level was 253 mg/dl. Customer also stated that drive support cap was normal. Customer was able to clear alarm and able to complete rewound. Pump alarm history contains more than one motor error alarm within a 30 day period. The customer advised the pump will need to be replaced. The customer advised to discontinue use of the pump. Recommended customer refer to back up plan, per health care professional instructions. Device will be returned for analysis.